Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open but unused sample with 2 sutures inside the first package (the sutures are still wound on the pack). We have checked the open but unused sample received and we observed the presence of two sutures instead of one. Both sutures are identical and according to the product description. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements conclusion root cause analysis: the most likely root cause, according to an internal investigation, is that this issue arose from error during the manufacturing process. Two sutures were wound together at the same time instead of a single suture as required by the specification. Final conclusion: considering that the results of the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Event description:
It was reported an issue with monosyn suture. The customer reported that they expected to be a single needle but inspection after disassembly revealed a double needle. Additional information has not been provided.